Event description:
It was reported that the patient was not yet trained on the ilet and therefore was not wearing the device, with reports of persistent hyperglycemia in the 250¿500 mg/dl range and difficulty managing glucose; the spouse indicated missed communications with the trainer and requested expedited training. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included internal follow-up with the field training team to re-establish contact and coordinate initial training. Investigation of this case revealed no device malfunction because the device was not in use; the issue centered on delayed training and resultant lack of therapy initiation. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to use of the device not yet initiated. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.